Event description:
Info received indicates the bed is not rotating.

Manufacturer narrative:
The technician found the left siderail was not latching correctly, causing the bed to stop rotation. The technician found dried blood clogging the latch mechanism. He cleaned the latch completely and the siderail then began to operate properly. He then selected rotation and ran the bed in rotation mode for 20 minutes with the bed rotating properly the entire time.